Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7082947/7075983. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 26170472.

Event description:
It was reported that the ipg was pressing on a nerve which in turn was causing pain and numbness to patients leg. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility.